Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There was a cassette in the cassette compartment. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. The cycler gave an audible alarm when powered on. It was identified that the cause for the blank screen was due to an internal short on transformer (t1) of the inverter board. The inverter board is located on the rear of the touch screen. There were no other discrepancies encountered in the internal inspection of the cycler. A known good inverter board was installed and the display became fully operational. The cycler powered up to a power fail recovery alarm. The treatment was cancelled and the cassette was removed when prompted. A check of the alarm history found no alarms. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptoms. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient reported that the screen of a liberty select cycler went blank during their peritoneal dialysis (pd) treatment. The patient reported receiving an unknown alarm due to the blank screen and the patient was unable to remove the cassette from the cycler door. The power outlet was properly working and the ok and stop keys were on, however the screen remained blank. At that point in time, the technical support representative advised the pdrn to discontinue use of the cycler. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however to date has not been provided. The cycler was returned to the manufacturer and upon physical evaluation of the cycler, it was identified that there was an internal short on the transformer of the inverter board.

Manufacturer narrative:
Event date should be (B)(6) 2019; the event description should be: the patient reported receiving an unknown alarm during treatment. The patient was unable to identify the alarm due to a blank screen.

Event description:
The patient reported receiving an unknown alarm during treatment. The patient was unable to identify the alarm due to a blank screen.